Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the undersensing was observed on the implantable cardiac monitor due to decreased r wave amplitude. The patient was asymptomatic and will continue to be monitored.